Event description:
It was reported that when an asymptomatic patient presented for routine device check, intermittent ventricular undersensing was observed on the stored egms. Variable r-waves was suspected to have caused the issue. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that programming changes were made. Patient was fine.